Event description:
The customer contacted beckman coulter inc (bec) to report cuvette level sense error on the unicel dxc 60i synchron chemistry analyzer. While troubleshooting the customer also found that reagent b probe leaked. The customer is not questioning patient results no injury or exposure was reported.

Manufacturer narrative:
The customer inspected the fittings and syringe barrel which were tight. The customer primed the reagent probes with no leaks noted. No further leaking probe complaint been filed as of (B)(4)-2011. (B)(4).